Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, intellicuff device kept alarming, and the pressure didn't rise (leakage). - this occurrence was noticed during patient ventilation. - a continuous alarm was observable both visually (light alert) and through hearing. Red alarm led-bar and red cuff-system-leakage led symbol. - the event log file is provided to hamilton medical ag. - there is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, intellicuff device kept alarming, and the pressure didn't rise (leakage). This occurrence was noticed during patient ventilation. A continuous alarm was observable both visually (light alert) and through hearing. Red alarm led-bar and red cuff-system-leakage led symbol. The event log file is provided to hamilton medical ag. There is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported.